Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an insulation anomaly and noise. The physician repaired the lead with silicon glue and a suture sleeve. The patient was in good condition after the procedure.